Manufacturer narrative:
The following devices were also listed in this report: d-m 2.0mm beaded cable set ss; 3704-0-050; 678919c1. D-m 2.0mm beaded cable set ss;3704-0-050; 87881901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.if additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2021, our insured person was fitted with a knee prosthesis. There have been problems since the implantation. On (B)(6) 2022, the knee prosthesis had to be replaced due to material fatigue. This not only caused considerable pain and discomfort, but also led to further medical complications that required further medical treatment and surgical intervention.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a dall miles cable was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review with a clinical consultant indicated " I can confirm that the patient underwent revision right total knee arthroplasty with open reduction and internal fixation of the distal femur and femoral component exchange of the constrained total knee replacement to a cemented stem. I was able to review the operation note. The revision took place on (B)(6) 2021. While other surgeries are reported (as above) I cannot confirm them since I have no office notes, operation notes or any postoperative or post revision x-rays." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review with a clinical consultant indicated " I can confirm that the patient underwent revision right total knee arthroplasty with open reduction and internal fixation of the distal femur and femoral component exchange of the constrained total knee replacement to a cemented stem. I was able to review the operation note. The revision took place on (B)(6) 2021. While other surgeries are reported (as above) I cannot confirm them since I have no office notes, operation notes or any postoperative or post revision x-rays." Per the IFU packaged with the device at the time of manufacture, "overtensioning can create the potential for the cable to cut into bone, or cable fraying and/or damage to the cable." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On (B)(6) 2021, our insured person was fitted with a knee prosthesis. There have been problems since the implantation. On (B)(6) 2022, the knee prosthesis had to be replaced due to material fatigue. This not only caused considerable pain and discomfort, but also led to further medical complications that required further medical treatment and surgical intervention.